Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (does not recognize te connection) has been confirmed due to contamination on multiple components of the ca board, causing fault. Upon investigation, the monitor was unable to power up or complete a baseline. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to recognize a te connection.